Event description:
Information was received that the patient had their battery replaced. The battery has been received for product analysis and is currently ongoing. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported experiencing chest pain, tugging sensation in the breast and neck region, increased migraines and severe nausea. The patient also feels that her device is moving. The patient's settings have been adjusted previously but nothing has resolved the reported events, but when the device is completely off the patient reports that her symptoms disappear. The patient was then referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) for the returned generator was performed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet current for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of ¿painful stimulation¿). The battery, 2.991 volts as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance, or any other type of adverse conditions found with the pulse generator. Pa worksheet was reviewed, and no anomalies were found. Decoder was reviewed and no anomalies during time of implant were noted. Wandcomm was reviewed and anomalies during time of implant were noted.